Event description:
It was reported that the pta balloon ruptured during post dilatation of a bare metal stent. During retraction, the balloon became lodged in the introducer sheath. The balloon and sheath were removed together as a single unit without incident. Another balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number and failure mode. The device was returned. The investigation is confirmed for a longitudinal rupture and retraction issues based on the condition in which the sample was received (i.e. Prolapsed balloon material). Per the reported event details, the balloon was inflated within a stent. It is possible that the stent contributed to the balloon rupture. As the balloon rupture occurred first, the rupture likely contributed to the reported retraction issues. It is unknown if the rupture was caused by over pressurizing the balloon. The definitive root cause could not be determined based upon the available information.